Event description:
The customer reported that the system would lock up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reformatted the hard disk drive, and reloaded the software, and the configuration files. The system was tested and found to be working as intended and put back in service.